Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. The meter has been confirmed to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. The 0300, 0806, 0204 and 0015 errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.